Manufacturer narrative:
Corrected data: product malfunction of section b1 should not have been checked as there was no indication that the product malfunctioned.

Manufacturer narrative:
The device was returned and analyzed in the lab. The device was above elective replacement indicator (eri) when received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. No anomaly was detected.

Event description:
It was reported that the patient presented in clinic due to discomfort felt around the implant site of the implantable cardioverter defibrillator (ICD). The entire ICD system was explanted. The patient was stable throughout the procedure.